Event description:
In 2007, the pt was implanted with a gore excluder aaa endoprosthesis trunk ipsilateral leg component, contralateral leg component and iliac extender component. Upon deployment of the trunk-ipsilateral leg component, the device unintentionally covered the left internal iliac artery. After deploying the contralateral leg component, the physician ballooned outside of the device causing a dissection in the right common iliac artery; however, the dissection was covered by extending to the right internal iliac artery with an iliac extender component. The pt is reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The pt was not an ideal candidate for endovascular repair due to a short proximal landing zone outside the recommendations stated in the gore excluder aaa endoprosthesis instructions for use. However, the pt was consulted and consented to the procedure.